Event description:
It was reported that the customer's sensor needle hub was stuck when attempting to remove the sensor. The customer stated that when she removed the sensor, the sensor cannula was not attached to the sensor. The customer's blood glucose was 219 mg/dl. Troubleshooting was done. The customer confirmed that there was no sensor cannula pulled up through the base. The customer expressed that it was hard to remove the introducer needle as well and that the introducer needle eventually retracted into itself but slower than normal. The customer was concerned that the sensor cannula might still be in the body. Advised that the customer return the sensor for analysis and that an x-ray would be able to locate the sensor cannula in the body. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.